Manufacturer narrative:
The insulin pump was received with cracked lcd glass. Analysis was unable to perform the displacement test due to cracked lcd glass. The pump had a scratched case, damaged display window cover, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a damage. The customer's blood glucose level was unknown at the time of the incident. There was no troubleshooting performed. The insulin pump will be returned for analysis

Manufacturer narrative:
The "date of this report" and the "date received by MFR¿ provided in the initial report were incorrect. The correct dates have been provided in this report.